Event description:
During a follow-up in clinic, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The rv lead was capped and replaced. The patient was stable.